Event description:
The left shoulder of the patient was being treated with ultrasound. The treatment was set for 7 minutes with an output of 1.2, using a 5cm sound head, set for constant current and at 3mhz. About 3-4 minutes into the treatment the patient said, "ouch". The pt stopped and asked the patient if there was a problem. The patient said that he suddenly felt a deep burning sensation. The pt took the sound head and tried to duplicate the sensation on her arm and could not. She lifted the sound head inappropriately to see if that would cause a problem and at one point hear a slight sizzle. Starting on a different area of the shoulder the pt continued treatment and after about 2 minutes the patient said that he was shocked. The treatment was ended. No apparent injury was visible and the patient stated that he was not injured. The area was examined by the pt about a week later, and no problem was noted by the pt or the patient.

Manufacturer narrative:
The device has been received and is currently under evaluation. The device evaluation and any additional findings will be provided upon conclusion of the device evaluation.